Event description:
Pt was admitted to hospital for re-operation, mitral valve replacement secondary to left ventricular outflow tract obstruction due to systolic anterior motion of mitral valve post repair. Pt has dyspnea on exertion and fatigue. Pt had a mitral valve repair which involved a posterior resection and ring annuloplasty in 2003 at another hospital.